Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from an ak 96 machine during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the actual device was not available, however, the device was evaluated on site by a qualified technician. Inspection of the machine showed that the bypass silicone head became detached and fell off. A service history review was performed and found that the device has been serviced within the last 48 months for two (2) similar issues. All required service actions were completed in the last service cycle. The reported condition was verified. The cause of the machine leak was the disconnected component which was repositioned and reconnected to address the issue. Should additional relevant information become available, a supplemental report will be submitted.